Event description:
It was reported that the device had malfunctioned. This was confirmed by testing.

Manufacturer narrative:
The device has not been explanted. If is should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.